Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The buzz nonstick length 11.3cm (4.45) tip size (n11j025) was returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: evaluation: visual/functional. The returned n11j025 forceps were in used condition. The tips met properly without issue. The insulation passed porosity testing, and no damage was visible to the insulation coating. Root cause analysis: the reported complaint was not confirmed. The returned n11j025 forceps are in used condition with proper function. The tips met properly, and the insulation was functional and undamaged. This complaint may be the result of user error or preference.

Event description:
A facility reported that the device was not scissoring and noted the issue shortly after beginning to use the buzz nonstick length 11.3 cm (4.45) tip size (n11j025) device prior to surgery. A coating failure was suspected because excessive tissue burning was observed. It was unknown whether the excessive tissue burning occurred on a cadaver. There was no patient involvement; therefore, no injury, death, or surgical delay was reported.

Manufacturer narrative:
The customer reported that the n11j025 buzz nonstick bipolar forceps were scissoring and had damaged coating, which resulted in tissue damage. No adverse consequences were reported. The product has not been returned for evaluation, despite three attempts made to retrieve it. Damage of this nature can occur due to storage or use-related issues. Per the instructions for use (IFU), "the instruments should be stored individually in their shipping carton or in a protective tray with partitions. Protect tips with cloth, gauze, or tubing if stored in drawers." The issues of scissoring and coating damage may therefore be attributed to wear or rough handling. If addition relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.